Event description:
While wearing the external equipment, the pt reportedly experienced no sound perception. The pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device has been scheduled.